Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the download stopped and database out of syn in station. A technical support specialist tss logged into the device as carefusion admin and verified the sync status using the query from knowledge article, proper data sync 2.0 procedure. A database backup was created on the d drive, and the data sync and maintenance service was stopped. After confirming the database path, the tss followed knowledge article, proper datasync procedure & how to place new db in es station by dropping the database, repairing the application, and initiating a full sync. The tss then remotely accessed the server through remote support service (rss), logged into the server webpage, and confirmed that the devices sync status was now current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b09n-pcru download stopped because the database was out of sync. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.